Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Reference the following medwatches with a1 patient identifiers for the following systems: (B)(4) .

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 449 mg/dl on aviva ii meter (system 1) and 146 mg/dl and 187 mg/dl on aviva ii meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.